Manufacturer narrative:
Analysis was performed by onsite service personnel. Functional testing was performed with a patient simulator which included a test-cuff to verify if the non-invasive blood pressure (nibp) module is working. The results of the analysis indicate the nibp module is working to manufacturers standards. There was no error detected with the device. It was observed that the cuffs the department is using are worn out and giving inaccurate readings. It was unknown if the cuffs were a philips product. The issue was resolved by providing the department with new cuffs from customer stock.

Event description:
It was reported that the device was measuring and producing inaccurate results. The device was in use on a patient at the time of the event. There was no adverse event reported.